Manufacturer narrative:
Voluntary distributor report the manufacturer, wickimed supply company ltd, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report the distributor reported on behalf of the customer that the device, 138505-10, tungsten micro needle 3cm, straight, was being used during a spine surgery procedure on (B)(6) 2022 when it was reported ¿during use of this product, a medical accident occurred in which an insulated tube fell off and entered the body. Fortunately, the insulating tube was sucked out and remained inside the body.¿ further assessment questioning found that the tube was ¿sucked out by suction¿ and was retrieved from the patient. The procedure was completed with another tungsten micro needle and the surgery was extended for an unknown amount of surgery time. The current status of the patient was reported as ¿recovering¿. There was no report of medical intervention or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.